Event description:
The customer stated, he was treated by the paramedics due to low blood glucose. No blood glucose reading was reported. The customer stated he was connected to the infusion set when he performed the manual prime and he received 6.8 units of insulin.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.